Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. Carrier board and com express assembly replaced with new cf card.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit had an error that caused shutdown and system required restart. There was no report of patient injury.